Manufacturer narrative:
((B)(4). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient¿s revision was for ipg replacement and two new leads were implanted. It was also noted that there were no leads replaced. The patient was doing well post operatively.

Event description:
A report was received that the patient underwent a lead replacement procedure for an unknown reason.